Event description:
An issue was reported involving a malfunction alarm with the code malf 12, which did not cause any adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, resolving the malfunction, and preventing its recurrence. The customer was advised to continue using the pump and to contact support again if the issue persisted.